Event description:
It was reported that the pt felt an increase in stimulation intensity when in an automobile and the automobile is accelerating. The pt reported that they usually decrease stimulation while in an automobile and then increase it, when they get out of the automobile. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).